Event description:
It was reported that patient presented with low impedance. The patient is scheduled for revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
D6b. Explant date; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
The device was noted to undergo a full revision. The device has been received by the manufacturer. No other relevant information has been received to date.

Event description:
Product analysis was completed for both the generator and lead. Product analysis for generator was completed. There were no additional performance, or any other type of adverse conditions found with the pulse generator. Product analysis (pa) for leads was completed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. A low impedance condition was identified however. During the visual analysis, of 1st portion, abraded openings were observed on inner tubes adjacent to each other. The exposed conductive coils may be a contributing factor to the short circuit condition allegation. In addition, during the visual analysis of 2nd portion, exposed coils were observed adjacent to each other, resulting in portion of the lead coils making electrical contact. The short circuit condition resolved once the coils were separated.